Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise as detected on the ventricular electrograms (egm). In addition, sensing was noted to have dropped since implant. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.